Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Date implanted - unknown; (B)(6) 2008; date explanted - (B)(6) 2008; remains implanted. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the clinical patient underwent an initial left total hip arthroplasty on an unknown date. Subsequently, the patient underwent a radical debridement procedure on (B)(6) 2008 due to infection. The patient was reimplanted on (B)(6) 2008. The patient underwent an irrigation and debridement procedure on (B)(6) 2008 due to hematoma.